Event description:
Account stated head section will not lower electrically or with CPR, no incident was reported as a result of this issue.

Manufacturer narrative:
Account called back and stated that he can now get the head section to move electrically but the CPR will still not lower it. He found that the bearings in the CPR housing were coming out, he replaced the head drive assembly to correct this issue.